Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart, watchdog timeout and the general unexpected restart. The customer's blood glucose level was 292 mg/dl at the time of incident. The customer reported the reoccurring alarms even after the reset. The customer did troubleshoot the issue previously. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and unexpected restart test. No unexpected error alarms after battery change or unexpected restart error alarm noted. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The device was reset with correct time, date and monitored. No time or clock changing on its own noted. The insulin pump was received with cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.